Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 18) occurred. Tandem technical support assisted customer in turning the pump into storage mode. Customer reverted to alternate method for insulin delivery.